Manufacturer narrative:
(B)(6).

Event description:
It was reported that, during a knee procedure, the reversed curve fast-fix t2 anchor got pulled out from the meniscus. There was a backup device available. No delay or patient injury was reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H3, h6: one fast-fix 360 reversed curve needle delivery system device was reported on. A fast fix item, used for treatment, was returned but the delivery curve was upswept. Either the needle was bent upward or this item is a curved fast-fix. T1, t2 were not returned. Torn and tainted suture was returned. The depth limiter was attached and was misshapen from tissue resistance. The delivery needle displayed visible damage. The needle was bowed and quite bent. Despite the damage, the device still cycled and actuated. Please note: inadvertent needle twisting or over flexing whether temporary or permanent, can affect deployment and may encourage unintended release or retaining of anchors. Per instructions for use: ¿do not push the deployment slider until the needle is fully penetrated through the meniscus. Do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed.¿ no root cause related to the manufacture of the device was confirmed. Complaint history review indicated no similar allegation for the lot number reported. Device history review/batch/lot review did not indicate a condition or product/procedure failure that supported the allegation. No root cause related to the manufacture of the device was confirmed. Product met specifications upon release to distribution.